Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 0gpef04a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # provided by the customer was not associated with the contour next test strips. Therefore, the model # was not captured in section d4.

Event description:
The customer reported that she obtained blood glucose readings of 111 mg/dl at 9:23 p.m. And 23 mg/dl at 9:31 p.m. With the contour next meter. The customer did not experience any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The model # and the unique identifier # have been updated in section d4.